Event description:
The following has been reported: biomed reported: serial number (B)(6) they said it "say take pump out of service" on the note. It came from ccu 3. Waiting for confirmation of no patient harm and if issue stopped active infusion. Customer will work with biomed to get logs. A preliminary review of the logs identified the following issue: sensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for an air in line sensor failure. This was observed in the log files but unable to be replicated during testing. Device was put through mock infusions and passed without issue and no physical damage was identified during an internal investigation. Device also passed set ID functional testing.